Manufacturer narrative:
H6 medical device problem code a150202 and a140508 was inadvertently omitted on the initial manufacturer device report.

Manufacturer narrative:
Upon review, it was identified that the product problem (b1) was inadvertently omitted in error. Upon review, it was identified that the . Manufacturer fax (d3) was inadvertently omitted in error; the complete fax number has now been provided. Corrected information has been provided in d4 serial number. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of hematoma/access site adverse event was most likely anticoagulation management related since the clinical team confirmed act was 236 (recommend range: 160-180) at the time the bleeding occurred. The cause of device in wrong position was unable to be determined as limited clinical details were provided and no product was returned for review. The cause of low or blocked pump flow was unable to be determined as limited clinical details were provided and no product was returned for review.

Manufacturer narrative:
Complaint coding was updated to better reflect the reported event. Consequently, section h6 health effect clinical/impact codes and medical device problem codes were updated/corrected and repopulated accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted into the right femoral artery in a 71-year-old male patient with a past medical history of coronary artery disease (cad), presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in an out-of-hospital cardiac arrest requiring cardiopulmonary resuscitation (CPR), in scai stage e shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. While the patient was in the intensive care unit (ICU), the flows were lower than expected at p-5. The position was towards the mitral valve but the physician declined to reposition. The groin was soft with no hematoma. The activated clotting time (act) was 236. A heparin drip was started and a large hematoma formed. Manual pressure was held. The physician decided to remove the impella with an escalation on therapy to an impella 5.5. Vascular surgery assisted with the removal of the impella and groin closure. No further concerns were noted. The post-procedure outcome is survived at explant. The impella functioned at p-5 at 2.1l/min as intended. Bleeding (hematoma) is a known risk due to the impella's anticoagulation and purge requirements.